Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving morphine via an implant able infusion pump for an unknown indication for use. The patient was having telemetry issues because the pump was flipped. The patient had sent their previous patient programmer (ptm) in for analysis and the replacement also was unable to find the pump. The healthcare professional (hcp) was able to manually flip the pump over. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury" no further complications were reported.

Event description:
Additional information was received from a patient. The patient reports that the ptm was not communicating with pump again. The patient thinks the pump flipped. The patient would see their doctor on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.